Manufacturer narrative:
After battery installation, device powered up with a blank display due to moisture damage electronic assembly. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the blank display. Device had cracked battery tube threads, cracked case (battery tube). Device p-cap / test reservoir locks in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display and was cracked along the battery compartment. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated display was blank currently. Customer stated the contacts on the battery cap are neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Display did not return after insulin pump restart. The insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.